Event description:
During routine laparoscopic cholecystectomy, surgeon inserted an instrument into the abdomen through a versaport polus bladeless trocar with fixation cannula. He complained immediately that some white debris was shed off of the cannula diaphragm, and asked that an event report be filed for the incident, stating that there was now a "foreign body in the abdomen." He stated that this had happened before. The surgery continued otherwise uneventfully. Dates of use: 2 hours.